Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 the event of the torn and prolapsed leaflets, which was reported to cause valvular regurgitation, could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The drawing was received which showed two leaflets torn away from their stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015, an sjm trifecta valve(unknown size and serial#) was implanted in the patient's aortic position. An abbott sizer was used in the surgery. Aortic regurgitation was confirmed in the follow-up a year before, and the patient had been closely monitored. Heart failure occurred a few times and the regurgitation worsened on the patient, which led to a re-do aortic valve replacement(avr) on (B)(6) 2021. Considering the patient's age, a 21mm sjm regent heart valve was implanted after the trifecta valve was explanted. An electrocautery(harmonic) was used to some extent for explanting the trifecta valve, and a 21mm sizer was able to be inserted in the supra position. The 21mm sjm regent heart valve was implanted in the supra annular position and ligated in the over and over suture technique. Upon explant, the leaflet was found torn from the left coronary cusp(lcc) and the right coronary cusp(rcc) stent post. The leaflets were completely detached from the stent post and prolapsed into the left ventricle. The patient is recovering well post-operatively.